Event description:
Event description cpi received information that this y connector was removed from service. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD) the y connector was inadvertently cut near the set screw port. A new y connector was implanted.